Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record evaluation cannot be performed since the serial number is unknown. Labeling review: the labeling review cannot be performed since the there is no information (model, serial number) provided about the lens used. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient''s operative eye. No additional information was provided.